Event description:
It was reported that the patient was in the emergency room due to increased seizures. The patient saw his neurologist last week, but his vns has not been checked in years. There was a concern that the device may be depleted. Additional information was received the battery showed ¾ remaining. It was noted that this is a special needs patient. He has increase in seizures when infections occur. But none present. The physician states it was part of his baseline however this is unclear as to whether the increase is at or below pre-vns baseline. The patient's settings were previously 1.75ma and presumably decreased to 1.5ma after his admittance to the hospital. It¿s only been one week, but he has returned to baseline. Impedance was stated to be normal. No additional or relevant information has been received to date.